Event description:
Red alarm while on patient no ventilation, touchscreen not working, and alarm silence/o2 not functioning. Internal battery and ac lights both had a x thru them.====================== manufacturer response for ventilator, g5 (per site reporter).======================to send them the event logs for review and they will get back to me with the final conclusion.event logs: gcp tf: tf : 5500 -> tf_alrm_gcp_tf_servo_supply : 1.tf : 5501 -> tf_alrm_gcp_tf_sensor_supply : 1.tf : 5502 -> tf_alrm_gcp_tf_adc_15v_supply : 1.tf : 5503 -> tf_alrm_gcp_tf_ad_converter : 1.tf : 5505 -> tf_alrm_gcp_tf_p_tank_high : 1.tf : 5506 -> tf_alrm_gcp_tf_p_tank_high_hw : 1.tf : 5507 -> tf_alrm_gcp_tf_mixer_valve_open : 1.tf : 5509 -> tf_alrm_gcp_tf_servo_output : 1.tf : 5514 -> tf_alrm_gcp_tf_buzzer : 1.